Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously showed 10 months remaining longevity. During the recent check, the device showed less than three months remaining longevity. Analysis showed that the device was depleting in a manner consistent with the low voltage capacitors advisory despite not setting a fc1003 alert. The level of additional depletion appeared quite low. Elective replacement indicator (eri) will be set soon. Despite the premature depletion, there was sufficient capacity to allow for the full 90 days elective replacement indicator (eri) to end of life (eol) replacement. This device should be replaced within 90 days. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously showed 10 months remaining longevity. During the recent check, the device showed less than three months remaining longevity. Analysis showed that the device was depleting in a manner consistent with the low voltage capacitors advisory despite not setting a fc1003 alert. The level of additional depletion appeared quite low. Elective replacement indicator (eri) will be set soon. Despite the premature depletion, there was sufficient capacity to allow for the full 90 days elective replacement indicator (eri) to end of life (eol) replacement. This device should be replaced within 90 days. As of this time, the device remains in service. No adverse patient effects reported.